Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving ing gablofen (2000mcg/ml at 900mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient has historically been a difficult stick when doing refills. The office called me on (B)(6) stating that they removed drug from the pump but were unable to inject new drug back into the pump. It was noted the hcp got the correct volume of drug as was expected when emptying pump. The hcp stated they disconnected the syringe and filter and was able to inject through that. The hcp said they initially had difficult accessing the pump and it took a number of tries and they ended up doing it under fluoro, but once they had access were able to aspirate normally but not inject. Reviewed potential for air to block filter once it's wet if there is any air in the syringe. Caller stated they ended up switching filters as well and was able to push through it once disconnected. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue but they suspected air got in the pump. The surgery was schedule for (B)(6) 2022 to reposition the pump, attempt to withdraw the suspected air, and refill the pump. On (B)(6) 2022, the pump was removed from the abdomen and 2 20ml syringes were used to withdrawair. At that time, a small amount of pf normal saline was injected into the pump to make sure that it was working. That was withdrawn and the pump was filled with 40ml¿s of 2000mcg/ml baclofen. At that time, it was discovered that a portion of the patient¿s bowel was visible under the pump. To prevent issues down the road, general surgery was consulted to repair the abdominal wall. The pump was then repositioned and sutured into place. It was noted the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.